Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after the patients non-device related x-ray, the patients ipg would not communicate with the remote control and was damaged from a recent non-device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg would not communicate with the remote control and was damaged from a recent non-device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. As reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.